Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2022-00033 and device 3 is being reported under MDR-2247858-2022-00035.

Event description:
"Implantation of graft went fine. Pt came back into the hospital with belly pain a week later but all seemed fine on the cta. Aaa was sealed and the left renal was still patent. I was informed last night that this patient has completely thrombosed his entire graft and it needs to be explanted." Patient outcome - "I do not know when the explanation took place."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2022-00033, device 2 is being reported under MDR and device 3 is being reported under MDR-2247858-2022-00035.

Event description:
"Implantation of graft went fine. Pt came back into the hospital with belly pain a week later but all seemed fine on the cta. Aaa was sealed and the left renal was still patent. I was informed last night that this patient has completely thrombosed his entire graft and it needs to be explanted." Patient outcome - "I do not know when the explanation took place."